Event description:
The following info was reported to kci by the nurse: on (B)(6) 2011, the nurse attempted to remove the granufoam dressing from the pt's right thigh wound, but the granufoam dressing was packed into the wound. The nurse was unable to remove the dressing. The nurse sent the pt to the emergency room for assistance. Additional info received on (B)(4) 2012: the nurse reported that (B)(6) 2011 was the date of the first dressing, change after the pt was discharged from the hospital. The surgeon had placed the granufoam dressing in the operating room with retractors and packed the granufoam dressing into the wound. The pt was seen in the emergency room, and the pt was sent to the operating room in order to remove the granufoam dressing with retractors. According to the healthcare provider, all the granufoam dressing was removed at that time. On (B)(6) 2011, the pt resumed v.a.c. Therapy.

Manufacturer narrative:
This report is being filed due to possible user error. Device labeling, available in print and online states: gently place foam into wound cavity, ensuring contact with all wound surfaces. Do not force v.a.c. Foam dressing into any area of the wound. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the pt's chart.